Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having an MRI. It was confirmed that the MRI was not due to a problem with the device or therapy. It was reported that it was not working at the present. No further information about it not working was available. No further complications were reported.